Manufacturer narrative:
Legal claim received on 04-aug-2016. Plaintiff´s date of birth was provided. Plaintiff underwent the essure procedure and was implanted with the essure device on or around (B)(6) 2008 (previously reported as (B)(6) 2008). Plaintiff's post-procedure period was marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, pain during intercourse, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. On or around (B)(6) 2016, plaintiff underwent an ultrasound, which showed that her left essure coil could not be visualized. On or around (B)(6) 2016, plaintiff underwent an x-ray, which showed that her left essure coil had migrated into her pelvic cavity and had broken apart. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. Received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. Eight years later the ultrasound showed that left side essure had migrated into pelvic cavity and had broken apart. Pelvic pain and device dislocation into abdominal cavity are listed while device breakage is unlisted in the reference safety information for essure. Considering that essure may cause pelvic pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. Although, the exact date and mechanism of this device dislocation is unknown, given the nature of this event, a causal relationship with essure cannot be excluded either. Considering that there is a risk of device breakage, given the nature of this event, a causal relationship with essure cannot be excluded. This case is regarded as incident due to serious injury associated with essure. An initial product quality defect could not be confirmed but was considered plausible. An updated analysis including device breakage is being sought. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5062765) in the united states on 29-jun-2016 who had essure (fallopian tube occlusion insert) on (B)(6) 2008, 3 months after birthing her second child. She had since had worsening pms symptoms and horrible pelvic pain, back pain, shooting pains back, hip pain, leg pain, pain especially on her left side, shooting pains down her left leg. She started having symptoms she never had before such as menstrual migraines, tender breasts, cysts on my breasts, extreme fatigue, dizziness, shooting pains in my lower abdomen. She has had us, cat and laparoscopies over the years, but not much was found. In 2016 (the day before the report) ultrasound abdominal and transvaginal were performed. During ultrasound she was having severe pain while the radiologist was checking her left side. The results of the ultrasound found that the left side essure coil could not be found, migrated somewhere unknown as of yet. Her gynecologist has suggested another laparoscopy, hysteroscopy and removal of her both fallopian tubes with essure devices. The device was the cause of her severe pain and not the other diagnosis of hip bursa, sciatica, and constipation that she has been given in the past. No information was given on consumer's drug history, medical history and concomitant condition. Concomitant medication included hydrocodone (hydrocodone [hydrocodone]) and soma (carisoprodol). Disability or permanent damage, hospitalization and required intervention were mentioned but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc received on 05-jul-2016: (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. Eight years later the ultrasound showed that left side essure coil could not be found, migrated somewhere unknown. Pelvic pain and device dislocation are listed in the reference safety information for essure. Considering that essure may cause pelvic pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. Although, the exact date and mechanism of this device dislocation is unknown, given the nature of this event, a causal relationship with essure cannot be excluded either. This case is regarded as incident due to serious injury. A product quality defect could not be confirmed but is considered plausible a relationship. Further information has been requested.

Manufacturer narrative:
Updated quality-safety evaluation of ptc received on 09-sep-2016: ptc global number: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter if the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. Received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. Eight years later the ultrasound showed that left side essure had migrated into pelvic cavity and had broken apart. Pelvic pain and device dislocation into abdominal cavity are listed while device breakage is unlisted in the reference safety information for essure. According to product technical complaint analysis, the possibility of micro-insert breaking is anticipated. Considering that essure may cause pelvic pain, that there is a risk of device dislocation and device breakage, and considering the lack of alternative explanations for these events, a causal relationship between these events and essure use cannot be excluded. This case is regarded as incident due to serious injury associated with essure. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left coil had broken apart'), pelvic inflammatory disease ('pid') and device dislocation ('essure coil had migrated into her pelvic cavity') in a 27-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concurrent conditions included postpartum state, hip bursitis, sciatica and constipation. Concomitant products included hydrocodone and muscle relaxants, centrally acting agents. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria disability, medically significant and intervention required), pelvic pain ("horrible pelvic pain"), premenstrual syndrome ("worsening pms symptoms"), back pain ("back pain, shooting pains back"), arthralgia ("hip pain"), pain in extremity ("leg pain, pain especially on my left side, shooting pains down my left leg"), migraine ("menstrual migraines"), breast tenderness ("tender breasts"), breast cyst ("cysts on my breasts"), fatigue ("extreme fatigue"), dizziness ("dizziness"), abdominal pain lower ("shooting pains in my lower abdomen"), procedural pain ("during ultra sound I was having severe pain while the radiologist was checking my left side"), constipation ("constipation"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), polycystic ovaries ("polycystic ovaries"), endometrial hyperplasia ("abdominally thick uterine lining"), endometriosis ("endometriosis"), sciatica ("sciatica") and fibromyalgia ("fibromyalgia") and was found to have uterine leiomyoma ("fibroids") and fibroma ("fibroid tumors"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic inflammatory disease, device dislocation, pelvic pain, premenstrual syndrome, back pain, arthralgia, pain in extremity, migraine, breast tenderness, breast cyst, fatigue, dizziness, abdominal pain lower, procedural pain, pelvic discomfort, menorrhagia, dyspareunia, polycystic ovaries, uterine leiomyoma, endometrial hyperplasia, endometriosis, fibroma, sciatica and fibromyalgia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, breast cyst, breast tenderness, constipation, device breakage, device dislocation, dizziness, dyspareunia, endometrial hyperplasia, endometriosis, fatigue, fibroma, fibromyalgia, menorrhagia, migraine, pain in extremity, pelvic discomfort, pelvic inflammatory disease, pelvic pain, polycystic ovaries, premenstrual syndrome, procedural pain, sciatica and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jun-2020: pif received-removal was added. Lawyer were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5062765) on 29-jun-2016. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil had migrated into her pelvic cavity'), device breakage ('left coil had broken apart') and pelvic inflammatory disease ('pid') in a 27-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concurrent conditions included postpartum state, hip bursitis, sciatica and constipation. Concomitant products included hydrocodone and muscle relaxants, centrally acting agents. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria disability and medically significant), device breakage (seriousness criterion medically significant), pelvic pain ("horrible pelvic pain"), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), premenstrual syndrome ("worsening pms symptoms"), back pain ("back pain, shooting pains back"), arthralgia ("hip pain"), pain in extremity ("leg pain, pain especially on my left side, shooting pains down my left leg"), migraine ("menstrual migraines"), breast tenderness ("tender breasts"), breast cyst ("cysts on my breasts"), fatigue ("extreme fatigue"), dizziness ("dizziness"), abdominal pain lower ("shooting pains in my lower abdomen"), procedural pain ("during ultra sound I was having severe pain while the radiologist was checking my left side"), constipation ("constipation"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), polycystic ovaries ("polycystic ovaries"), endometrial hyperplasia ("abdominally thick uterine lining"), endometriosis ("endometriosis"), sciatica ("sciatica") and fibromyalgia ("fibromyalgia") and was found to have uterine leiomyoma ("fibroids") and fibroma ("fibroid tumors"). At the time of the report, the device dislocation, device breakage, pelvic pain, pelvic inflammatory disease, premenstrual syndrome, back pain, arthralgia, pain in extremity, migraine, breast tenderness, breast cyst, fatigue, dizziness, abdominal pain lower, procedural pain, pelvic discomfort, menorrhagia, dyspareunia, polycystic ovaries, uterine leiomyoma, endometrial hyperplasia, endometriosis, fibroma, sciatica and fibromyalgia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, breast cyst, breast tenderness, constipation, device breakage, device dislocation, dizziness, dyspareunia, endometrial hyperplasia, endometriosis, fatigue, fibroma, fibromyalgia, menorrhagia, migraine, pain in extremity, pelvic discomfort, pelvic inflammatory disease, pelvic pain, polycystic ovaries, premenstrual syndrome, procedural pain, sciatica and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter added. Events added- fibroids, abdominally thick uterine lining, endometriosis, polycystic ovaries, fibroid tumors, pid, sciatica and fibromyalgia. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil had migrated into her pelvic cavity'), device breakage ('left coil had broken apart') and pelvic inflammatory disease ('pid') in a 27-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concurrent conditions included postpartum state, hip bursitis, sciatica and constipation. Concomitant products included hydrocodone and muscle relaxants, centrally acting agents. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria disability and medically significant), device breakage (seriousness criterion medically significant), pelvic pain ("horrible pelvic pain"), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), premenstrual syndrome ("worsening pms symptoms"), back pain ("back pain, shooting pains back"), arthralgia ("hip pain"), pain in extremity ("leg pain, pain especially on my left side, shooting pains down my left leg"), migraine ("menstrual migraines"), breast tenderness ("tender breasts"), breast cyst ("cysts on my breasts"), fatigue ("extreme fatigue"), dizziness ("dizziness"), abdominal pain lower ("shooting pains in my lower abdomen"), procedural pain ("during ultra sound I was having severe pain while the radiologist was checking my left side"), constipation ("constipation"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), polycystic ovaries ("polycystic ovaries"), endometrial hyperplasia ("abdominally thick uterine lining"), endometriosis ("endometriosis"), sciatica ("sciatica") and fibromyalgia ("fibromyalgia") and was found to have uterine leiomyoma ("fibroids") and fibroma ("fibroid tumors"). At the time of the report, the device dislocation, device breakage, pelvic pain, pelvic inflammatory disease, premenstrual syndrome, back pain, arthralgia, pain in extremity, migraine, breast tenderness, breast cyst, fatigue, dizziness, abdominal pain lower, procedural pain, pelvic discomfort, menorrhagia, dyspareunia, polycystic ovaries, uterine leiomyoma, endometrial hyperplasia, endometriosis, fibroma, sciatica and fibromyalgia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, breast cyst, breast tenderness, constipation, device breakage, device dislocation, dizziness, dyspareunia, endometrial hyperplasia, endometriosis, fatigue, fibroma, fibromyalgia, menorrhagia, migraine, pain in extremity, pelvic discomfort, pelvic inflammatory disease, pelvic pain, polycystic ovaries, premenstrual syndrome, procedural pain, sciatica and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter added. Events added- fibroids, abdominally thick uterine lining, endometriosis, polycystic ovaries, fibroid tumors, pid, sciatica and fibromyalgia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5062765) on 29-jun-2016. The most recent information was received on 01-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil had migrated into her pelvic cavity'), device breakage ('left coil had broken apart') and pelvic inflammatory disease ('pid') in a 27-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concurrent conditions included postpartum state, hip bursitis, sciatica and constipation. Concomitant products included hydrocodone and muscle relaxants, centrally acting agents. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria disability and medically significant), device breakage (seriousness criterion medically significant), pelvic pain ("horrible pelvic pain"), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), premenstrual syndrome ("worsening pms symptoms"), back pain ("back pain, shooting pains back"), arthralgia ("hip pain"), pain in extremity ("leg pain, pain especially on my left side, shooting pains down my left leg"), migraine ("menstrual migraines"), breast tenderness ("tender breasts"), breast cyst ("cysts on my breasts"), fatigue ("extreme fatigue"), dizziness ("dizziness"), abdominal pain lower ("shooting pains in my lower abdomen"), procedural pain ("during ultra sound I was having severe pain while the radiologist was checking my left side"), constipation ("constipation"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), polycystic ovaries ("polycystic ovaries"), endometrial hyperplasia ("abdominally thick uterine lining"), endometriosis ("endometriosis"), sciatica ("sciatica") and fibromyalgia ("fibromyalgia") and was found to have uterine leiomyoma ("fibroids") and fibroma ("fibroid tumors"). At the time of the report, the device dislocation, device breakage, pelvic pain, pelvic inflammatory disease, premenstrual syndrome, back pain, arthralgia, pain in extremity, migraine, breast tenderness, breast cyst, fatigue, dizziness, abdominal pain lower, procedural pain, pelvic discomfort, menorrhagia, dyspareunia, polycystic ovaries, uterine leiomyoma, endometrial hyperplasia, endometriosis, fibroma, sciatica and fibromyalgia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, breast cyst, breast tenderness, constipation, device breakage, device dislocation, dizziness, dyspareunia, endometrial hyperplasia, endometriosis, fatigue, fibroma, fibromyalgia, menorrhagia, migraine, pain in extremity, pelvic discomfort, pelvic inflammatory disease, pelvic pain, polycystic ovaries, premenstrual syndrome, procedural pain, sciatica and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5062765) on 29-jun-2016. The most recent information was received on 09-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left coil had broken apart'), pelvic inflammatory disease ('pid'), device dislocation ('essure coil had migrated into her pelvic cavity') and embedded device ('embedded in the uterine fundus') in a 27-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and endometriosis. Concurrent conditions included postpartum state, hip bursitis, sciatica and constipation. Concomitant products included hydrocodone and muscle relaxants, centrally acting agents. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria disability, medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), premenstrual syndrome ("worsening pms symptoms"), pelvic pain ("horrible pelvic pain"), back pain ("back pain, shooting pains back"), arthralgia ("hip pain"), pain in extremity ("leg pain, pain especially on my left side, shooting pains down my left leg"), migraine ("menstrual migraines"), breast tenderness ("tender breasts"), breast cyst ("cysts on my breasts"), fatigue ("extreme fatigue"), dizziness ("dizziness"), abdominal pain lower ("shooting pains in my lower abdomen"), procedural pain ("during ultra sound I was having severe pain while the radiologist was checking my left side"), constipation ("constipation"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), polycystic ovaries ("polycystic ovaries"), endometrial hyperplasia ("abdominally thick uterine lining"), endometriosis ("endometriosis"), sciatica ("sciatica") and fibromyalgia ("fibromyalgia") and was found to have uterine leiomyoma ("fibroids") and fibroma ("fibroid tumors"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic inflammatory disease, device dislocation, embedded device, premenstrual syndrome, pelvic pain, back pain, arthralgia, pain in extremity, migraine, breast tenderness, breast cyst, fatigue, dizziness, abdominal pain lower, procedural pain, pelvic discomfort, menorrhagia, dyspareunia, polycystic ovaries, uterine leiomyoma, endometrial hyperplasia, endometriosis, fibroma, sciatica and fibromyalgia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, breast cyst, breast tenderness, constipation, device breakage, device dislocation, dizziness, dyspareunia, embedded device, endometrial hyperplasia, endometriosis, fatigue, fibroma, fibromyalgia, menorrhagia, migraine, pain in extremity, pelvic discomfort, pelvic inflammatory disease, pelvic pain, polycystic ovaries, premenstrual syndrome, procedural pain, sciatica and uterine leiomyoma to be related to essure. The reporter commented: a total of 3 essure coils were identified. One in each fallopian tube and a 3rd embedded in the uterine fundus. She had 3 coils placed at an outside institution. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2021: mr received: event 'coil embedded in the uterine fundus' added. Reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.